Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(4) 2016, it was reported that the device was not perforating the graft completely. On september 28, 2016, it was clarified that there was no extension or delay and the surgery was completed with another device. There was no medical intervention or surgical procedure required and the surgical technique was followed. The reported issue did not cause any impact or damage to graft harvest. The blade was properly used and the demacarrier was at room temperature. The device has not been repaired by someone other than zimmer biomet. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii by zimmer biomet surgical on september 27, 2016 revealed minor cosmetic damage to the device including stains and discoloration. There was wear to the cutter blades as well as nicks throughout. The test mesh was performed and passed. Repair of the meshgraft ii was performed by zimmer biomet surgical on september 29, 2016 which included replacement of the cutter. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was not perforating the graft completely¿ was not confirmed since during initial inspection the test mesh passed. The reported event was not confirmed since during initial inspection the test mesh passed. The reported event was not confirmed since during initial inspection the test mesh passed, hence the root cause of the reported event could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not perforating the graft completely. No adverse events were reported as a result of this malfunction.